Manufacturer narrative:
E1 -(B)(6). B5: updated. C2/d10: concomitant product/therapy updated with additional information. Device analysis: the returned product consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed and found no damage. The device was functionally tested by connecting it to a jetstream console. A pod error appeared on the console screen. Electrical testing of the pcba board using a multi-meter found that pins 5 and 8 were reading 0 volts, which was below the specification. A new pcba board was installed, and the device was functionally tested again. The device was able to prime and run with no issues. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the failure to evacuate. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that failure to evacuate occurred. The target lesion was located in the superficial segment of thigh. A 2.4mm jetstream xc atherectomy catheter was selected for a procedure to treat gangrene of the toes. During the procedure, the catheter was used in partnership with an unknown-brand 8 fr guide sheath and boston scientific thruway guidewire. After the catheter was rotating blades as expected for two minutes, loss of aspiration occurred. The jetstream xc atherectomy catheter was removed and washed with normal saline repeatedly. The troubleshooting steps did not resolve the loss of aspiration. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event. It was further reported that a boston scientific thruway guidewire and cook 8 fr guide sheath were used in this procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that failure to evacuate occurred. The target lesion was located in the superficial segment of thigh. A 2.4mm jetstream xc atherectomy catheter was selected for a procedure to treat gangrene of the toes. During the procedure, the catheter was used in partnership with an unknown-brand 8 fr guide sheath and boston scientific thruway guidewire. After the catheter was rotating blades as expected for two minutes, loss of aspiration occurred. The jetstream xc atherectomy catheter was removed and washed with normal saline repeatedly. The troubleshooting steps did not resolve the loss of aspiration. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.